Event description:
The ge oec 9800 fluoroscopy system would locked-up during a procedure. A reboot restored function. The procedure was completed and the system then removed for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective generator interface pcb that was removed and replaced and the calibration files were reloaded. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.